Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch no crease. No unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.